Manufacturer narrative:
The customer¿s report of a leak at the needless connector was confirmed. The sets were visually inspected for cracks, deformations or misassembly of the component. Visual inspection of the set noted a lateral hairline crack on the body. No tool marks or stress marks were observed. Functional testing confirmed leaking from the lateral hairline crack on one of the maxzero ports. The maxzero¿s female luer port was measured to be within iso standards. The source of the leak was due to a lateral hairline crack along the body of the valve¿s plastic body surrounding the blue piston and continuing along the threads of the maxzero valve. The root cause of the crack damage was not identified.

Event description:
It was reported a leak was noted at the needle-free connector of the bi-fuse extension set. The event occurred after spiking an unspecified IV bag and connecting the tubing to the extension set. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported a leak was noted at the needle-free connector of the bifuse extension set. The event occurred after spiking an unspecified IV bag and connecting the tubing to the extension set, there was no patient injury.